Manufacturer narrative:
The complaint was investigated without the impacted device or relevant lot information. Without the device or lot information, a device evaluation or device history record review could not be performed. A historical data analysis concluded there were no trends or capas related to the nature of this complaint. The cause of the event can be traced to component failure; however, the underlying root cause cannot be established without evaluation of the impacted device.

Event description:
It was reported that on (B)(6) 2025 while surgeon was implanting a 3.5x50mm css+ screw in a young patient with good bone. Outer cortex and initial 1cm of bone was drilled with 2.7mm drill as per technique. The screw was placed over 1.4mm wire and surgeon attempted to insert under power. Halfway through trajectory, a loud cracking sound was heard and the screw stopped advancing. An x ray shot was taken and the screw had fractured right at the junction between the smooth barrel of the screw and the threaded portion. The following 45 minutes were spent retrieving the broken portion of the screw that was embedded in the patient. Was difficult to remove fractured screw piece, had to trephine out the bone around screw, fragment was successfully removed. There was no patient consequences.